Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent had already been deployed. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera stent delivery system (sds) crossed the lesion in the heavily calcified, mildly tortuous right superficial femoral artery and stent deployment was attempted, but the sds would not release the stent. The deployment lock was activated, but it did not release the stent. Troubleshooting maneuvers to release the stent were performed, but were not successful. The stent and the sds were pulled into the guide catheter and all devices were removed as a unit. An absolute stent was successfully deployed at the target lesion. There were no adverse patient effects. No additional information.